Event description:
It was reported that the customer stated that they have received additional complaints with that wound drain, as well as identified that this may affect multiple items not just the originally reported 072221. They need to set up a call, to discuss over that issue. They were looking at removing that product and others from inventory till they have an all clear. They mentioned impacted material below: material#: 072211, material#: 072190, material#: 072189, material#: 072214, material#: 072186. Per additional information received via email on 14aug2025, customer inspected similar items at their distribution center and found fuzzy hair foreign matter in those items as well. No harm to a patient as these were found before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual inspection noted foreign material measuring (0.80mm2) and located on the clear round tubing. This does not meet specification which states "product must be clean and free from oil or grease or loose foreign matter". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they have received additional complaints with that wound drain, as well as identified that this may affect multiple items not just the originally reported 072221. They need to set up a call, to discuss over that issue. They were looking at removing that product and others from inventory till they have an all clear. They mentioned impacted material below: material #072211, material #072190, material #072189, material #072214, material #072186. Per additional information received via email on 14aug2025, customer inspected similar items at their distribution center and found fuzzy hair foreign matter in those items as well. No harm to a patient as these were found before use.